Event description:
It was reported the customer was disconnected from the insulin pump because, she passed out when she was wearing it. Customer's blood glucose was 30 mg/dl. Customer was rushed in the ER last (B)(6) 2015 due to low blood glucose. She was in ICU overnight and was released. Customer stated that she was not in a vehicular accident. Customer reported that before low blood glucose episode she checked her blood glucose as a follow up to what she ate previously and blood glucose was 454 mg/dl. It was found her cannula was bent but the insulin pump did not alarm her. The customer was advised the insulin would not alarm if some insulin is getting through the bend. Customer stated that she did a set changed and bolused and blood glucose stabilized. Customer stated she will be speaking with her doctor and trainer. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.